Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 37754, serial # (B)(4), product type recharger; product ID 74001, lot # n317248, implanted: (B)(6) 2012, product type adapter; product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1993, product type extension; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3586, serial # (B)(4), implanted: (B)(6) 1993, product type lead. (B)(4).

Event description:
It was reported that a patient¿s antenna got hot during charging. It was stated that the patient started having issues charging a couple weeks ago. It was stated that when the patient tried to charge in a short time (less than 5 minutes) the antenna go too hot to continue. Additional information received reported that the implantable neurostimulator recharger (insr) was damaged. It was noted that a replacement was requested and the device was not returned to the manufacturer, c500. Additional information received reported that a manufacturer¿s representative was with the patient and they were discussing the heating issue that was previously reported ((B)(4)). It was noted that the patient said the issue started around (B)(6). It was stated that the patient now had ¿scabbing¿ over the implantable neurostimulator (ins) and attributed the scabbing to the heat from the insr antenna. It was stated that it never blistered before and it did now. Additional information received reported that the patient¿s healthcare professional (hcp) instructed the patient to not use her device ¿until revision.¿ it was reported that the patient was doing fine. Note: additional information was requested but was not yet received at the time of this report.

Event description:
Additional information received reported that no revision was done. It was stated that the patient was doing well. It was stated that the patient received a new charger head.